Event description:
It was reported that an alert was activated due to atrial automatic thresholds being detected above the programmed amplitude or being suspended. The right atrial automatic threshold test failed because of a low evoked response. Trend data indicated consistent changes in all atrial lead measurements since (B)(6) 2024 . The electrograms (egms) recorded episodes of pacemaker-mediated tachycardia (pmt) with intermittent loss of capture and atrial undersensing. Additionally, noise oversensing was observed on both atrial and ventricular egms, along with atrial and ventricular tachyarrhythmias. The latest electrogram indicated a sinus rhythm. This issue is suspected to be procedural related. An in-clinic lead assessment has been recommended by technical services. There have been no reported adverse effects on the patient. This pacemaker remains implanted and in service.

Manufacturer narrative:
Should additional information be provided, a supplemental report will be issued.